Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified sharp broken on radius due to a surgical impact opening, for the stress mark in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius due to a surgical impact opening. Wrinkles are observed but have no relationship with manufacturing.

Event description:
Patient reported having had "not enough milk production" (inability to breast feed.). Additionally, the healthcare professional reported the patient also experienced the events of ¿rupture¿, ¿is broken with seroma¿, ¿fold¿, and pathology report noted ¿capsular fibrosis with chronic inflammation¿. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture and seroma-late these are known potential adverse events addressed in the product labeling.

Event description:
Patient reported having had "not enough milk production" (inability to breast feed.). Additionally, the healthcare professional reported the patient also experienced the events of ¿rupture¿, ¿is broken with seroma¿, ¿fold¿, and pathology report noted ¿capsular fibrosis with chronic inflammation¿. Device was explanted.